Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the screw head snapped could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. The complaint history review showed that screw head snapping happened in the past due to torsional overload. According to the received information the patients bone was very hard and sclerotic. Please pay attention to indications and contraindications as described in the instructions for use v15013/j: "ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered. Contraindications the physician's education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Conditions presenting an increased risk of failure include: ¿ any active or suspected latent infection or marked local inflammation in or about the affected area. "Compromised vascularity that would inhibit adequate blood supply to the fracture or the operative site. "Bone stock compromised by disease, infection or prior implantation that can not provide adequate support and/or fixation of the devices." Material sensitivity, documented or suspected. "Obesity. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. "Patients having inadequate tissue coverage over the operative site." Implant utilization that would interfere with anatomical structures or physiological performance. "Any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care. Other medical or surgical conditions which would preclude the potential benefit of surgery." [Original statement] as described in the operative technique omega3 system compression hip screw (literature number: 982306 lot a2806) pre-tapping is recommended for extremely hard cortical bone: "option a 4.5mm tap is available, to pre-tap in extremely hard cortical bone. It is recommended to use the tap in conjunction with a sleeve, if soft tissue is close to the tap (fig. 33)." [Operative technique] no corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device not returned.

Event description:
Patient had a pathological subtroch fracture and bone was very hard and sclerotic. A 3.2 guideline was used to open canal. The tip broke off and was left in canal. Decided against the gamma long nail and went to an omega side plate and one of the screw heads snapped off and the remainder of the screw was left in the femur as well.

Event description:
Patient had a pathological subtroch fracture and bone was very hard and sclerotic. A 3.2 guideline was used to open canal. The tip broke off and was left in canal. Decided against the gamma long nail and went to an omega side plate and one of the screw heads snapped off and the remainder of the screw was left in the femur as well.